Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily checks, the cs300 intra-aortic balloon pump (iabp) had a failed safety leak test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the safety disk leak test was passed. There was no fault found. The device passed all performance according to factory specifications. The device was returned to customer and cleared for clinical use. There was no patient involvement.